Event description:
In 2001, a pt underwent implantation of staar model aq-2010v intraocular lens in their right eye. During insertion, the lens tore and was removed. The surgeon enlarged the incision and a small anterior chamber hemorrhage occurred. Pt developed hyphema.